Manufacturer narrative:
On 5-aug-2025, additional information was received indicating the physician's opinion on the cause of the adverse event is possibly patient anatomy, but is unsure as he believed they were in a safe space to ablate. They were far enough from the atrioventricular (av) node to feel comfortable with putting lesions in that area. They measured and checked signals and still felt confident. The patient had a permanent pacemaker implanted. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. #(B)(4).

Event description:
It was reported that during idiopathic ventricular tachycardia (idvt-left) cardiac ablation with a qdot micro catheter and the patient experienced complete heart block treated with temporary pacing wire and probable permanent pacemaker implant. It was reported that during a pvc procedure the patient experienced complete heart block, and a temporary pacing wire was placed. They mapped and found the pvc without any issues. They thought they were further away from the av node but after ablation lesions # 7 or 8 the patient went into complete heart block. The patient was monitored about 20-30 minutes to see if the node came back. The physician then placed a temporary pacing wire. A permanent pacemaker was implanted but is not sure. The patient was kept overnight for observation. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.